Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump received with blank display. Pump was cut open to perform visual inspection and found the battery tube has shifted preventing the battery from making contact. Battery tube was realigned and powered up successfully. Further inspection showed there was moisture damage on the pcba 1. Unable to perform the displacement test due to missing retainer ring. Pump passed active current test, sleep current test, and self test. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: detached retainer, reservoir tube cracked, missing display window cover, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, keypad overlay texture damage, broken battery tube threads, cracked case (battery tube), adhesive and belt clip stuck on back of the pump. Blank display was confirmed during analysis due to misaligned battery tube. Unable to download confirmed due to blank display. Missing retainer ring confirmed during analysis. Unable to confirm cosmetic damage located at the battery cap contact due to original battery cap was not sent for analysis. Exposed to moisture confirmed on the pcba 1. Unable to lock the reservoir properly confirmed during analysis due to missing retainer ring. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported pump did not turn on. No harm requiring medical intervention was reported. Troubleshooting was performed and contacts on battery cap were missing or damaged. The customer will discontinue using the insulin pump and device will be returned for analysis.